Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0rxlr, implanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she could not increase stimulation and the maximum limit was reached in (B)(6) 2015. The patient was diagnosed with a urinary tract infection one week prior to (B)(6) 2015 and had a medication change. She took all of the medication, but the urinary tract infection still didn't resolve, so she was placed on a second antibiotic. The patient experienced a loss of therapy and didn't feel stimulation. The change in therapy and symptoms were noted to be sudden. Stimulation was on and delivering a little over 4 volts. It did not appear that the patient was turning stimulation off. When she made an adjustment, she felt stimulation, but when she removed the patient programmer from the implantable neurostimulator (ins), she stopped feeling stimulation. There were no medical procedures or electromagnetic interference that could be related to the issue. The patient was to follow up with her healthcare provider. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.